Event description:
A pump declared an altitude alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. As a precaution, insulin was suspended due to the altitude alarm condition. The customer was advised by technical support to clean the speaker holes with a soft brush and to remove and reconnect the pump cartridge to resume insulin. There was no adverse impact on the customer's blood glucose level, and support followed up five minutes later.